Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Dates of implant and explant are unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact information was not provided. This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the review of the following journal article: xu, y. Et al. (2016) novel zero-p versus titanium plate with cage interbody fixation and fusion system in repairing cervical spondylosis: early stability. Chinese journal of tissue engineering research. Volume 20, no. 22, pages 3227-3234. (China) this controlled observation study is designed to comprehensively assess the aims to analyze early stability in repairing cervical spondylosis using a new zero-p interbody fixation and fusion system, and compare with a titanium plate with cage and interbody fixation and fusion system. Between august 2010 and august 2014, there were 31 patients with cervical spondylosis who underwent the anterior cervical discectomy and fusion. 15 patients (7 males and 8 females aged 31-70 years) were treated with an unknown synthes zero-profile cervical spine internal fixation system with self-tapping screws. Antibiotics were administered intravenously pre- and post-operatively. Follow-up period was two weeks to 24 months. Complications were reported as follows: one patient had dysphagia at 2 weeks postoperatively but had disappeared 2 months after operation. A (B)(6) female showed cervical degeneration, central disc protrusion, and compressed, and deformed dura capsules and nerve roots. Imaging data at the last follow-up showed 5 of 32 adjacent joints had intervertebral disc degeneration. X-ray films at the last follow-up visit after treatment showed that the fusion cage was in a good position and the bone graft had good fusion. This report is for one (1) unknown zero-profile plate. This is report 1 of 4 for (B)(4).